Event description:
Surgeon inserted lens in pt's eye and noted what appeared to be a bubble or pit in the center of the lens. The incision was enlarged for removal of the lens.

Manufacturer narrative:
F10: patient code - 2200 (other), incision enlargment, unlabled. F10: device code - 1070, bubble, unlabeled. H3: evaluation results - the lens optic was split in four places on the posterior surface. One of the splits appeared to be reflective in nature, which might explain the observation of a pit or bubble in the center of the lens.